Event description:
It was reported that during preventative maintenance conducted at the manufacturer facility, the leafkey housing of the handpiece was chipping. No medical intervention and no adverse consequences were alleged with this event. At this event occurred during testing at the manufacturer facility, there was no pt involvement and no delay to a surgical procedure.